Manufacturer narrative:
Unknown taper. Device evaluation summary: a visual examination was performed on the device, and noted only the lap-band was received. The band tubing was separated approximately 1.25 inches from the band collar at the band tubing ss connector. The ss connector was visible from the end of the band tubing. White and red particles were observed on the inner surface of the band shell. An air leak test was performed and leakage was noted from the end plug. Under microscopic analysis, the end plug opening was noted to be 1/2 inch in length on the seam with a sharp-edged orientation point. The end of the band tubing was noted to have striations, consistent with device removal. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a leak. "The surgeon identified that it wasn't the port leaking as first suspected. A laparoscopic approach was taken and the surgeon identified that the system was losing fluid due to a hole in the omniform cushioning of the balloon. The band was replaced and the original port remained insitu."